Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specifications. No unexpected low battery alarms noted. Insulin pump received with cracked case at display window corners and battery tube threads. Insulin pump received with severely scratched display window.

Event description:
The customer reported that he uses new battery every 24-36 hours for the insulin pump. Troubleshooting was done. Customer's blood glucose was 127 mg/dl. Customer stated the battery cap replacement did not resolve the issue. . Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.